Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer's blood glucose (bg) was low. Customer declined to provide bg value. Customer requested assistance modifying carb ratio for 12am from 1:9 to 1:8g per recommendation of clinical diabetes specialist. Tandem technical support assisted the customer with modifying carb ratio setting. Customer declined to provide any additional information and declined any further assistance.